Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported a medihoney (ID 31515) was grainy or sandy and not smooth. The texture causes pain in the wound. Patient injury was reported; however, injury details are unknown since no additional information was provided after several attempts.

Manufacturer narrative:
The medihoney tube was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. However, a possible root cause is that the product was exposed to cool environment where it may speed up the process of crystallization. Per the product label, the product should be stored between 10 and 25 degrees celsius. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.